Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
The customer¿s report of a set leaking from the silicone segment was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment. The tear measured 0.0235 inches long. Visual examination under microscope noted a crush mark to the upper blue fitment. Functional and pressure testing was performed; a leak was immediately observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The root cause of the tear is unknown.

Event description:
The customer reported that after hanging a new tpn bag for the day there was leaking noticed from a small hole in the silicone segment. The event occurred during infusion setup prior to patient use. The IV set was sequestered and a new IV set was hung.